Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The insulation of the monopolar handle is cracked near the proximal end of the shaft. The handle failed an insulscan test. Probable root causes could be user error or handling during cleaning/sterilization. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the insulation has been compromised.